Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the backside of the pump found on (B)(6) 2025. Test p-cap locks properly into the reservoir compartment; however, a broken retainer ring at the knit line was noted during visual inspection. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, and retainer knit line damage. Cosmetic damage was confirmed at the backside of the pump. Retainer ring damage was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage of the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and found damage at backside of the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1812 was requested and the device was returned for analysis.